Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to delivery an unspecified medication, at an unspecified rate. At an unspecified time, a needleless connector was connected to the clave secondary port of the cassette of the tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, it was reported that the nurse disconnected the needleless connector from the silicone sleeve of the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The customer contact indicated that there was no leakage. It was reported the therapy was completed via gravity. There were no reported adverse patient effects, no reported delay in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.